Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert appeared in the pump history. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the customer to plug the wall adapter into a known working outlet and keep the pump plugged in for at least 30 minutes, even if the alert reappeared. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.